Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 5076-52, serial (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient's lead had deteriorated and that their implantable pulse generator (ipg) experienced premature battery depletion. Additional information obtained found that the right ventricular (rv) lead experienced a steady rise of impedance and threshold to high levels, resulting in a lead polarity switch. The lead later experienced intermittent capture. The implantable pulse generator (ipg) was explanted and replaced with a leadless implantable pulse generator (ipg). The right ventricular (rv) lead was capped. No patient complications have been reported as a result of this event.